Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has had a few low voltage alarms. The patient states that his batteries are not dead or low in batter when these alarms occur. A log file review was requested. The log file captured a no external power / low power hazard event on (B)(6) 2020. This was caused by power to the mpu being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. There was no interruption in pump support during these events. The log file also captured some intermittent indications of a weak connection between the batteries & clips. Please clean the battery & battery clip contacts with an alcohol wipe. If this does not resolve the issue it may be necessary to replace the battery clips, and possibly the batteries. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed. A review of the submitted log file spanned approximately 10 days (21sep20 ¿ 01oct20 per time stamp). On (B)(6) 2020 at 22:30 the no external power alarm activated while connected to the mobile power unit (mpu) due to both white and black lead voltages diminishing to 0v. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis, and the serial number is unavailable. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial/lot number of the product being unavailable. The heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.